Manufacturer narrative:
MDR 3003442380-2024-08542 - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that the patient experienced that three infusion sets fell off during use. Infusion set was in use for 1 to 6 hours on (B)(6) 2024 and for a day and an half for other two events. No further information was available.